Event description:
According to the literature study performed between february 2024 and february 2025, a retrospective study evaluated safety and diagnostic yield of a robotic-assisted bronchoscopy system. A total of 91 patients were included in the study with 94 nodules biopsied. Different tools were used for biopsies, including super dimension biopsy forceps in 43 patients and cytology brush in 65 patients. Complications included in 12 cases of pneumothorax requiring pigtail chest tube placement in all. One patient had massive hemoptysis following extubation, necessitating re-intubation.